Manufacturer narrative:
Pending investigation. D10: 6407565 02-010-66-2002 - metaphyseal femoral cone, medium, h42mm. 6524455 02-012-64-1812 - tru fluted stm ext 18mm x120mm blast. 7176847 02-012-66-2000 - metaphyseal tibial cone, ml32mm. A264225 02-010-06-0230 - tru cc femoral size 3 left. A318649 02-012-50-3014 - tru tib aug 1/2 rl sz 3, 10mm. A633085 200-02-38 - three peg patella 38mm. A693416 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t. A872427 02-012-64-1880 - tru fluted stm ext 18mm x 80mm blast. A873212 02-010-06-0531 - tru post. Aug. Size 3, 5mm. A878523 208-05-03 - cc distal fem augment sz 3, 5mm. A878528 208-05-03 - cc distal fem augment sz 3, 5mm.

Event description:
As reported, the patient had a previous revision on (B)(6) 2024; reason not reported. The patient fell and split open wound and underwent an incision and drainage with poly swap on (B)(6) 2024. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.